Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen. Confirmation testing (pcr) was performed generated negative. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test one (1) of two (2) .

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports:1221359-2022-01597.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155898 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 155898, test base part number 195-430h / lot 148128. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155898 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to the specific patient samples.